Manufacturer narrative:
The device has not returned for investigation. If the device returns, we will perform an investigation at that time.

Event description:
It was reported that during a case at (B)(6), the 89-0117 inserter tip fractured off of the inserter during cage placement. The cage was removed with and a new cage had to be replaced. This incident caused a 45-minute delay in surgery. No additional adverse effects to the patient were reported.

Manufacturer narrative:
The 9mm curved implant shaft assembly (pn: 89-0117, ln: 219447-xd21) was returned and show minimal signs of wear. It was confirmed that one of the tips on the distal end had broken off. The cross-sectional area at the tip is small, so the age of the instrument paired with impacting force perpendicular to the axis of the shaft has the possibility of breaking the tip. This device was manufactured in april 2021 and the complaint originated in (B)(6) 2025, indicating it was beyond the expected 4 year lifespan. The failure is within the expected occurrence range.

Event description:
It was reported that during a case at (B)(6), the 89-0117 inserter tip fractured off of the inserter during cage placement. The cage was removed with and a new cage had to be replaced. This incident caused a 45-minute delay in surgery. No additional adverse effects to the patient were reported.